Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in an upper endoscopy procedure performed in the stomach on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip released after about 10 minutes of manipulation, and the procedure was completed at this time. There were no patient complications reported as a result of this event.